Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: review of the black box revealed evidence of battery alarms, ¿power on reset¿ events and alarm (128) on may 08, 2015. The alarm (128) is defined as ¿post-delivery motor power supply faults¿. On examination, the pump case was cracked in the right-hand corner of the display area. The battery compartment was intact without damage. A leak test revealed moisture leakage into the pump at the site of the case cracks. On investigation, the battery cap secured to the pump properly and the pump powered on with audible tones and vibratory function; however, the display screen remained blank. The pump was opened for further investigation and revealed moisture contamination inside the pump and affecting the display wiring and connector. Investigation revealed evidence of moisture contamination inside the pump which prevented testing for the alleged power issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.